Event description:
The report received from the clinical events committee (cec) for the (B)(4) study indicated that the patient had a peri-procedural pci event, classified as an mi. Pci was performed on an 80% de novo lesion in the mid lad of 10mm in length in a 3.0mm vessel diameter. The lesion was classified as type a. The lesion was pre-dilated 3.0x8mm balloon catheter at 14 atm before a 2.5x83mm cypher rx stent was deployed at 16 atm. The residual diameter stenosis measured 0%. Timi 3 flow was recorded pre and post-procedure, respectively. There were no procedural complications and the patient was discharged on the following day.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the clinical events committee (cec) for the (B)(4) study indicated that the patient had a peri-procedural pci event, classified as an mi. This is a (B)(6) female with medical history including angina, most recent pci (B)(6) 2010, family history of coronary artery disease, hyperlipidemia, hypertension, and myocardial infarction most recent (B)(6) 2010, history of smoking greater than 30 days. Pci was performed on an 80% de novo lesion in the mid lad of 10 mm in length in a 3.0 mm vessel diameter. The lesion was classified as type a. The lesion was pre-dilated 3.0x8 mm balloon catheter at 14 atms before a 2.5x83 mm cypher rx stent was deployed at 16 atm. The residual diameter stenosis measured 0%. Timi 3 flow was recorded pre and post-procedure, respectively. Pre-procedure, on (B)(6) 2010 at 08:33, the ck and the ckmb were not tested and the troponin was 0.03 (nl 0.03, ratio 1). Post-procedure, on (B)(6) 2010 at 17:41, the ck was 91 (nl 238, ratio <1), the ckmb was 1.9 (nl3.8, ratio <1), and the troponin was not tested. On (B)(6) 2010 at 08:00, the ck was 85 (ratio <1), the ckmb was 2.3 (ratio <1), and the troponin was 0.24 (nl 0.03, ratio 8). There were no procedural complications and the patient was discharged on the following day on dual anti-platelet therapy. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15087074 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.